Manufacturer narrative:
System operational per OEM specifications as noted by independent field service solutions provider. This adverse event occured because of operator error. This was a failure to heed warning in the operator manual, "flammable inhalation general anesthetics must not be used. "Flash fire" may occur. Oxygen levels in the direct operative area must not be higher than 50%."

Event description:
Intense pulsed light sciton treatment 15j 15msec 15° (low setting) for depigmentation during IV sedation with nasal o2 and a nasal prong in left nostril. At base of ala a spark occurred with treatment and a small significant flame hit nasal prong and it ignited. Within 1 second the prong was removed and surgeon had stopped the flame. Tumescent fluid poured over the nasal prong which was still lit. Cold compress applied, prp 5fu and lodocaine injection into base of nose, nasal valve, upper lip and tip of tongue. 1 front tooth and adjacent veneers / crown burned at tips. Endoscopic inspection of rt nostril showed some graying of the nasal vestibule, base of middle turbinate and rest of rt nose looks good. The practitioner spoke with dr (B)(6) who would see the patient in the afternoon or in the am. He will inspect her and determine if she needs a nasal splint to help prevent scarring.